Event description:
The patient reported that she was in the hospital at the time of her call due the band slippage and a corrective surgery was being performed the next day. Spoke with the patient, and she was advised that the band had not slipped. The surgeon told her she had adhesion around the band, and on x-ray gave the appearance of a band slippage. The band remains implanted. The patient states that she developed an infection at one of the trocar sites, and is being treated with antibiotics.

Manufacturer narrative:
Date sent: 9/29/2009. Information is unavailable; device was not returned for evaluation.